Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was able to charge the pump successfully by using an alternate wall adapter. Customer's blood glucose was 121 mg/dl. The customer continued to use the pump for insulin therapy.